Manufacturer narrative:
The user has not yet provided the nonconforming meter or related information. Therefore, this case will be temporarily closed. If we receive the meter or related information from the user in the future, the analysis will be restarted. The user has not yet provided the nonconforming meter or related information. The fields for lot or batch number, serial number, and manufacturing date cannot be filled in. If the user provides the relevant information later, it will be filled in accordingly.

Event description:
This submission is a follow-up report for MFR report number: 3004130086-2024-00014 (file name: (B)(4).